Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with right salpingo-oophorectomy, laparoscopic fulguration of endometrial implants due to pop, sui and right sided pelvic pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted. The patient underwent another procedure on (B)(6) 2008 and novasilk was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/31/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, infection, and recurrence.